Manufacturer narrative:
Concomitant med products: console device. The actual device was returned for evaluation. The electric pen drive device was evaluated and the reported condition that the reverse was not working was confirmed. An assessment was performed and it was observed that the device started working by itself, in one direction only, when it was connected to the console, the device motor and electronic control unit (ecu) had signs of corrosion, and other components of the device had corrosion and debris on them. It was further determined that the device failed pretest for check the cable coupling, and check function and direction of rotation assessments. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the reverse mode of the electric pen drive device was not working. During service and repair evaluation it was observed that the device starts working by itself, in one direction only, when it was connected to the console. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.